Event description:
During implantation, the threads peeled upon insertion of the screw. The surgeon could not remove the screw or the threads, another screw was implanted. Reportedly, the surgeon is not planning to revise.

Manufacturer narrative:
Add'l info has been requested. Surgeon is not revising at this time. The manufacturer and or the manufacture date cannot be determined without a lot number. The investigation could not be completed, no conclusion could be drawn, as no device was returned.